Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. Manufactured (B)(4) units of this code batch, there are no units in our stock. Received two closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: although the results of the samples received are into the current range for this thread and size, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: united kingdom. Consultant dermatologist used both codes and found the knots would not slide or hold correctly. No patient safety concerns were raised.